Event description:
It was reported that the patient presented with bradycardia. The patients output current was lowered from 2.75ma to 1ma, which helped with the bradycardia. When the output current was programmed off, the bradycardia went away. Diagnostics were noted to show no anomalies with the device and were ok. Information was received from the physicians office noting that they do not have any recollection of who the patient is or any information regarding the bradycardia. No other relevant information has been received to date.